Event description:
While using a byte day aligners, patient experienced the bottom aligner cutting their tongue on the back left side and causing the patient to be uncomfortable. Patient also complained of their teeth and mouth are achy and sore. Instructions were given to the patient for scalloping, wax and warm salt water rinses. Additional information was requested from the patient for the area of the tongue that is cut for evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.